Event description:
The customer reported that the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. During use, the user must provide alternative ventilation and have the ventilator serviced. Review of the ventilator diagnostic log noted an occurrence of a data acquisition pcba adc reference failure. The manufacturer's service technician reported the ventilator alarmed on power up and was unable to enter either ventilation or diagnostic mode. The service technician replaced the cpu pcb to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.